Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 521 mg/dl while wearing the pod. Symptoms reported include dizziness, nausea and frequent urination; patient thought she'd had a stroke, but this was ruled out at the hospital. The patient was treated with insulin intravenously; a new pod was applied at the hospital, but was removed due to magnetic resonance imaging (MRI) and computed tomography (CT) scans. The patient was released after spending 2 days and 1 night in the hospital. This pod was removed at the hospital and was discarded.